Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the sheath revealed no anomalies. The sheath was leak tested without stressing the valve and a leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. An evaluation of the retention samples from the reported product code/lot# combination as well as the surround lots was conducted. A visual examination of the retention samples confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported a similar event for other device with the same product code/lot# combination, see MDR 1118880-2016-00151. Samples were sent back by the customer in relation to MDR numbers 1118880-2016-00149 and 1118880-2016-00151 and received on (B)(4) 2016. This is prior to our aware date for these reports. On (B)(4) 2016 the additional returned samples were confirmed per the customer to be for additional complaints for valve leakage. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported event cannot be definitively determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: valve leakage issues; blood loss was less than 250ml; the procedure was completed successfully; and the patient's condition was reported as good.